Manufacturer narrative:
Manufactures investigation conclusion: the reported event of damage to the system controller¿s black power cable was confirmed with the evaluation of the returned system controller. However, unable to confirm an atypical "no external power" event. The data log files contained approximately 2 days of data from (B)(6) 2020 to (B)(6) 2020, per the time stamp. The log files recorded numerous of low voltage advisory and low battery hazard alarms that occurred while the controller being supported by battery power. Based on captured voltage values, all of these alarms appeared to be a result of external batteries becoming depleted during use. These alarms did not affect the controller's ability to support the pump at the set speed. The log file analysis also noted reduced supply voltage values (below 14-volt specification) while connected to the power module. Throughout the log file the controller supported the pump above the low speed limit, when the driveline was connected. On (B)(6) 2020 at 11:01, the driveline was disconnected, and the controller was powered down (this was the only one event record where the no external power alarm occurred). There were no atypical ¿no external power¿ events captured within the log files. The system controller was returned with damage to the outer jacket insulation of the black power cable. A dry green substance was present underneath the insulation, this substance is indicative of fluid/moisture reacting with the shielding of the power cable. Visual examination also revealed damage to the strain relief on the connector side of the white power cable. Although the root cause of the controller¿s power cables damage could not be conclusively determined, it appeared to be a result of handling. The system controller was functionally tested and found to operate as intended during analysis. The damages to the system controller power cables did not affect the controller's ability to support an lvad as designed. No further information was provided. Incidental findings: damage to the strain relief on the connector side of the white power cable. Dim pump running symbol (leds). Damage in the insulation of black power cable that revealed dry green substance within the cable lead. Inner wires conductor breakdown within system controller's dual power cable. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient changed out the controller because wires were exposed on the black power cable and when disconnecting the white power cable, the patient got a no external power alarm. Changing the controller resolved all issues. No further information was provided.